Event description:
It was reported that there were 3 recent events where 250 ml of 250 ml, 55 ml of 250 ml and 50 ml of 250 ml of fluid was remaining within the cadd cassette reservoirs that were programmed correctly to infuse the entire cadd. We suspect there is an issue with the cadd pumps themselves. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.